Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Reportedly, the cable was able to charge another device. The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.